Event description:
Customer was hospitalized for hypoglycemia. The nurse stated that the customer was tube feeding and did not get the food when she already bolused for the meal. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. Additionally, the nurse was assisted with properly priming the pump. It was noted that the customer has many other complications and the nurse did not believe it was pump related.